Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova deutschland has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. There was no patient involvement. Livanova (B)(4) manufactures the electronic venous occluder (evo). The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported failure and reported at that time that the clamp was back in use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the device was not returned to livanova deutschland for investigation, a root cause could not be determined. Device not returned.

Event description:
Livanova (B)(4) received a report that an electronic venous occluder (evo) displayed an error message and an alarm sounded when the s5 system was powered on. There was no patient involvement.